Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving infumorph (unknown concentration and dose) during a pump trial. No patient medical history was provided. An examination performed on (B)(6) 2015 revealed that the patient experienced a spinal headache and nausea. A cerebrospinal fluid (csf) leak was reported. A blood patch was performed on (B)(6) 2015. The patient met discharge criteria and was discharged on (B)(6) 2015. The patient presented to the emergency room with return of post spinal dural puncture headache on (B)(6) 2015 and another blood patch was performed on this date. Intravenous (IV) tylenol and normal saline were also administered to the patient on (B)(6) 2015. The event resulted in in-patient or prolonged hospitalization. An examination performed on (B)(6) 2015 revealed no headache. The event resolved without sequelae on (B)(6) 2015. The event was reported as unlikely related to the device or therapy, but possibly related to the implant procedure. A follow-up report will be filed if additional information is received.